Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery, no button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone, the keypad on the insulin pump was not working. He was getting ready to eat and the numbers in the device kept scrolling. He removed the battery, reinserted, and the device alarmed failed battery test. Customer's blood glucose was 87 mg/dl. The device was not dropped, bumped, or exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. Troubleshooting for the failed battery test was performed and button error too as device alarmed while changing the battery.